Manufacturer narrative:
The product was unable to perform displacement test due to detached retainer, missing reservoir tube o-ring and broken reservoir tube lip. Test reservoir does not lock properly inside the reservoir tube due to detached retainer.

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring can become loose anytime without warning. No harm requiring medical intervention was reported. The insulin pump was returned for analysis. See case-2018-00393884 for fa completed on 05/26/2020.